Manufacturer narrative:
Product analysis the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. Concomitant medical products: 5076 lead implanted: (B)(6) 2005; 511212 lead implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered. The lead exhibited oversensing, variable impedance and varying r waves. The patient also noted that they had undergone a cautery procedure as well as worked closely with an electric water heater which contained small magnets. Follow up was conducted to no avail. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was also no sensing on the lead.